Event description:
A device report from synthes (B)(4) indicated a clinic in (B)(6) reported: pt implanted on (B)(6) 2010 was discovered to have a click-x pedicle screw broken on an unk date. Pt was returned to operating room on (B)(6) 2011 and the hardware was removed.

Manufacturer narrative:
The investigation could not be completed, no conclusion can be drawn as the product is beginning investigation. Add'l info was requested from brazil and the request was denied.